Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 266 mg/dl. The customer was to change the cartridge and deliver a correction bolus to address the bg level. Troubleshooting to determine a possible cause of the alarm was unable to be performed as the cartridge could no longer be used.